Event description:
Grandmother of home patient reported a leak in patient line tubing of homechoice set. Leak was noted at beginning of treatment, prior to home pt filling or draining. Home pt was disconnected and new supplies set up. Per grandma, no patient injury or medical intervention.